Event description:
On october 30, 2006 the lay user/patient contacted lifescan alleging that his one touch ultra meter was prompting error 2, 4 and 5. The customer care advocate (cca) contacted the patient to obtain information. The patient claimed that her meter had not worked in the last 2 to 3 weeks. She had been obtaining error 2, 4, and 5 over the last few days. At 9:30 am the paramedics were contacted due to the patient experiencing high symptoms, such as, feeling "floaty sensation and falling over." Prior to the paramedics arriving, the patient self-administered "lucosade" (glucose drink). She was unable to test her blood glucose since the meter was not working. Once the paramedics arrived, a result of "20.0 mmol/l" (360 mg/dl) was obtained on their meter. While in transport to the hospital, she was administered saline drip and oxygen. She remained in the hospital for 2 hours and was released with a glucose level of 6.9 mmol/l (124). The patient has not been diagnosed with diabetes; however, she was diagnosed with glucose intolerance approx 1 year ago. Her testing frequency consisted of testing every other day if feeling fine otherwise testing daily. Her usual blood glucose results ranged between 5.0 mmol/l and 7.0 mmol/l (90 mg/dl to 126 mg/dl). The cca verified that the test strips were in good condition, she was using correct testing technique, and the meter had not been exposed to temperatures outside the acceptable range. The cca carried out two consecutive control solution tests, using her last two strips, and obtained error 4 prompts. This complaint is being reported as an adverse event due to the following conclusion: the patient had been unable to test for several weeks due to unresolved error messages, developed symptoms of high blood glucose, tested 360 mg/dl on the hcp device, and administered saline drip/oxygen treatment at the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.